Event description:
It was reported there was intermittent difficulty with device communication, unable to find devices on a random basis. It was also reported the programmer keeps displaying "noisy telemetry" message and won't complete the interrogation. Another programmer was able to interrogate without issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event;radio frequency transmitter found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.